Event description:
On initial contact, dentist reported handpiece overheating and burning patients. When office contacted 10/08/2009, dentist noted issue had been resolved and had no more information.